Event description:
On (B)(6) 2010, therakos received a report of a blood leak alarm at the beginning of the first cycle after installing a new kit. Customer stated that they checked the centrifuge chamber and found no blood. Customer believed that it was blood leak from previous treatment that was left from not being cleaned properly. Customer aborted treatment and did not return blood to the pt. Customer stated estimated blood loss was about 50 ml. Pt was feeling fine.

Manufacturer narrative:
Batch record review of xts kit lot y711 showed that the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).